Event description:
It was reported on (B)(6) 2022, a 29mm navitor valve was selected for implant. After deployment, it was noted the valve was implanted too deep the led to moderate to severe aortic regurgitation. The initial implant was 20mm in the left coronary sinus, 12mm in the non coronary sinus. The valve was snared back into place however the device position was not satisfactory. No tension was noted during deployment however there were difficulties deploying the valve due to the absence of calcium in the native aortic valve (leaflets and annulus). A valve in valve was performed and a new 29mm navitor valve was successfully implanted. The patient remained stable throughout the procedure. There was absence of calcium and severe aortic regurgitation at baseline.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of regurgitation, snaring of the valve, implant of the valve without adequate calcification of the native valve/annulus, and a valve-in-valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, ¿contraindications: non-calcified aortic annulus¿ and ¿once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Event description:
N/a